Manufacturer narrative:
Inspected one opened/used guardian sensor and performed continuity resistance test and sensor failed per specifications. Found sensor contact pad damage.

Event description:
The customer reported via phone call that the sensor was missing a cannula. Blood glucose level at the time of the incident was 92 mg/dl. Customer stated the sensor was inserted and was attempting to connect to it but got cannot find sensor signal alert. Customer mentioned the led blinked on and off. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information provided in common device name was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.